Event description:
Dkk received information on june 23, 2021 that shortly after a case finished, one of the scrub techs noticed a tiny screw drop into the surgical field. On the front of the camera one of the four philips head screws had dropped out of the front of the camera. No patient involvement. No injury.